Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw does not fit the plate and the screw has never been used. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A manufacturing investigation was conducted. The report indicates that the investigation of the dhs/dcs screw has shown that the positioning groove of the screw has been widened up due to an inadequate handling. We do believe that the surgeon did not use the dhs/dcs-center sleeve 338.320 and caused so the deformation of the grooves (clearly visible). As the grooves are expanded and damaged the plate does not pass the slotted end of the dhs/dcs screws anymore. Therefore we cannot confirm the statement which was mentioned into the device report, that this screw was never been used. The dhs/dcs screw was analysed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Further investigation has shown that this instrument was manufactured in september 2014 according to the specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.